Event description:
It was reported that the patient with this right ventricular (rv) lead was brought into the clinic due to a non-sustained ventricular tachycardia (nsvt) episode with noisy signals. Technical services (ts) reviewed the stored episodes and observed oversensed myopotential noise with a pause greater than 2 seconds from this rv lead, which has been implanted for over two decades. Additionally, pacing impedance fluctuated on the 200 ohms range, remaining within normal limits. Ts recommended increasing the sensitivity setting and performing further testing. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that the patient with this right ventricular (rv) lead was brought into the clinic due to a non-sustained ventricular tachycardia (nsvt) episode with noisy signals. Technical services (ts) reviewed the stored episodes and observed oversensed myopotential noise with a pause greater than 2 seconds from this rv lead, which has been implanted for over two decades. Additionally, pacing impedance fluctuated on the 200 ohms range, remaining within normal limits. Ts recommended increasing the sensitivity setting and performing further testing. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.